Event description:
Tech alleged that the lock mechanism was broken and it will not lock the brake on the head section of the stretcher. Casters cannot lock or hold when this part is damaged or defective. No pt impact.

Manufacturer narrative:
Tech replaced the rocker arm to resolve the issue.